Manufacturer narrative:
A visual inspection, dimensional analysis, and additional testing methods were performed on the returned device. The reported failure to advance and material split, cut, or torn were not able to be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported failure to advance and material split, cut, or torn appears to be related to circumstances of the procedure. There was no cut, tear, nor splitting noted on the returned device; however, the catheter was noted to be kinked. In this case, it is likely that the patient¿s anatomical conditions caused resistance while advancing and resulted in the reported failure to advance. It is also likely that the observed kink was misinterpreted as a cut, tear, or split. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed in the right coronary artery (rca) with 65% stenosis and mild tortuosity. The dragonfly optis imaging catheter was connected to the doc but failed to cross due to the anatomy and the tip of the catheter was noted to be chapped [cut]. Another dragonfly optis was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.